Manufacturer narrative:
(B)(4). The customer reported that the keypad was not working. There was no reported pt involvement. The issue was localized to the bezel assembly.

Event description:
The customer reported that the keypad was not working. There was no reported pt involvement.